Event description:
Event description guidant received information that this implantable transvenous defibrillation lead had multiple episodes of noise on the rate/sense channel, but not on the atrial or shock channels. The patient has been syncopal when this noise occurs. The patient was brought back to the electrophysiology (ep) lab and when the physician taps on the device, some noise appears on the shocking egram. The noise is very fine and the time of day for the events is all over. The lead measurements are all stable and within normal limits. The physician found that the implantable transvenous coronary sinus lead was lying close to rv and causing noise. The coronary sinus lead was explanted.